Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device stapled but did not cut. This event resulted in a 10 minute delay in the procedure. There was no patient consequence.